Event description:
It was reported that during use of the y-knot all suture anchors in a shoulder labral repair on (B)(6) 2013, the surgeon was having difficulty inserting the anchor into the pilot hole, resulting in the anchor pulling out and the shaft of the driver was bent. Subsequently, the tip of the driver broke off and the broken fragment could not be found. The surgeon then drilled another pilot hole and used a different type of anchor to complete the case. The surgeon believed that the broken fragment was most likely removed via suction and irrigation as is typical of this type of procedure. The procedure was completed with no further complications or injury and the patient was discharged as per normal procedure.

Manufacturer narrative:
Conmed linvatec received a broken driver/inserter for evaluation. Visual inspection of the returned driver confirmed the reported breakage and the broken tip was not returned. A review of the device history records showed lot #390070 was manufactured on august 21, 2012 in a lot of 44 units with no noted discrepancies during the manufacturing process that could have caused or contributed to the reported breakage. In addition, there were no other similar complaints received for this item and lot number combination. Evaluation of similar complaints revealed a possible cause of this failure is inserting the driver too far into the pilot hole. This can occur, if excessive force was applied during malleting thereby sending the driver, anchor, and drill guide further into the bone than designed. Based on this finding, it is believed that the most likely cause of the driver breakage is user related, and a probable result of misuse. This failure mode is addressed in the (B)(4), and the safety risk has been found to be acceptable. This is a newly released device, which is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of breakage and injury to the patient, the product instructions for use (IFU) provides the following cautions: exercise care in the use of the device to minimize side and/or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use.